Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 503mg/dl. It was stated that the customer was throwing up and could not keep any food or water down. The mother stated that she had set the basal rates on the customer's insulin pump, but after being admitted she found that the basal rates were wiped away. It was stated that the insulin pump was not available at time of call and troubleshooting was not performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.